Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return and additional information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the heater cooler was shutting down almost immediately after powering on. No other details regarding the nature of this event were provided.